Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure.

Event description:
It was reported the patient had a hip surgery (date unknown) wherein the device was placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg and the patient controller. Troubleshooting was attempted by the company representatives to no avail. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received wherein the ipg was explanted and replaced. Effective therapy was established.